Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that while removing the microsensor (monitoring not needed), the tip of the sensor got caught around the titanium plate and ruptured. The tip was left in the patient's body. The patient's general condition is not good, and the doctor decided that surgery for removal should be avoided, and is currently being followed up.

Event description:
N/a

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The microsensor (ID 826631) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.